Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was double beeping, and the rear case, front case and battery door were damaged. Per reporter, this event occurred during testing. There was no patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past and there is no service history to review. Visual evaluation found rear housing/front housing and battery door were damaged. The lens display was scratched. High pressure alarm was found in the event history logs. Functional testing replicated primary problem of double beep no cassette alarm. The most probable cause was a defective downstream occlusion (dso) sensor. Replaced dso sensor to correct the issue. The device passed all functional tests after the repair.